Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. During drain three of four, the patient contacted technical service regarding a slow a drain. There were no alarms at the time of the incident. During troubleshooting, the patient verified that there was nothing wrong with the lines or the clamps that could cause or contribute to the patient¿s slow drain. The technical support representative assisted the patient with cancelling their treatment. Upon removing the cassette, the patient discovered fluid within the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler. The patient had manual supplies available to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention as a result of the reported leak. A replacement cycler was scheduled to be provided for the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.